Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 98 mg/dl. The customer continued to use the pump for insulin therapy.